Event description:
The guidewire (subject device) was returned for analysis and the device investigation revealed that the subject guidewire distal tip was broken/fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned broken/fractured in 2 segments (191.6cm from the proximal end and 8.4cm from the distal end). The nitinol tubing was broken/fractured. The segments were connected by stretched platinum wire. The core wire distal end was observed through the distal tip dome. The torque device was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip stretched was confirmed during analysis. The reported guidewire torque problem was not duplicated during analysis, however, the fracture to the distal section is indicative of torque difficulty. The device failed to meet specification when returned for analysis. It was reported that the operator delivered the guidewire to pass the lesion, but the operator felt hard to rotate the guidewire. Withdrew the guidewire and found tip of it stretched. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. Analysis of the returned device found the guidewire was broken fractured to the distal end with stretching also noted. The fracturing and stretching noted to the returned device indicates that the device encountered significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the reported defect guidewire distal tip stretched and guidewire torque problem and to the analyzed defects guidewire distal tip stretched and guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.